Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had acoustic lens is peeled. (Damage level; expose the glue-layer), insufficient adhesive in screw holes of distal end, adhesive around objective lens is peeled and forceps elevator has foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the acoustic lens is peeled. (Damage level; expose the glue-layer), insufficient adhesive in screw holes of distal end, adhesive around objective lens is peeled occurred due to component failure of the device whereas a definitive cause for the reported event of foreign material in the forceps elevator could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.